Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a reverse shoulder put in 2012. About 3 years ago (2014) the patient fell and broke the glenoid. The surgeon removed everything but the stem at that time. Recently the patient has started having pain and developing hematoma's due to the humerus rubbing. The surgeon decided to put a turon head on to relieve this.